Event description:
We received an allegation about discrepant results for 2 patients' samples tested with total protein gen.2 (tp2) assay on a cobas 8000 c702 module. Sample 1: initial result: 1.1 g/l. Repeat result: 79.6 g/l. Sample 2: initial result: 0.9 g/l. Repeat result: 48.0 g/l.

Manufacturer narrative:
The tp2 reagent lot number and expiration date were not provided. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) checked the rinse and the vacuum system. He also checked and adjusted the cuvette levels, the gear pump head, and the sample probe position. The fse performed a mechanical check and it was successful. Qc was performed and was acceptable. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The root cause was consistent with a maintenance issue.